Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) was returned with blood and contrast in the inflation lumen. There was blood in the guide wire lumen, on the balloon and on the stent implant. Blood inside the inflation lumen is consistent with the reported balloon rupture occurring inside the patient, suggesting the blood was drawn in when negative pressure was applied during removal of the sds. It was reported that the physician cut the shaft after removal of the device from the patient anatomy to examine the device. This was confirmed as the distal shaft was separated 12.8 cm proximal to the proximal seal. A luer adaptor was connected to the separated distal shaft and an indeflator was used to pressurize the balloon when fluid was observed leaking from a 2 mm longitudinal rupture located on the fold 1 mm distal to the proximal marker with no scratches visible on the balloon. Scanning electron microscopy (sem) analysis indicated that the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located at the proximal stent strut, where the strut is in a w/u shape, impression adjacent to a fold. This suggests the stent may have contributed to the reported balloon rupture; although, a conclusive cause cannot be determined. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. Analysis also noted the stent implant was dislodged on the balloon. The entire stent was mangled and the proximal end was pushed up to the distal marker. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers of the loosely folded balloon suggesting the stent was properly placed on the balloon during manufacturing and is consistent with the reported inflation attempt. There was no other damage noted to the sds. The sheath used during the procedure was not returned. The dimensional tests were not completed due to the damage noted to the sds and stent implant. It was reported that there was resistance felt between the introducer sheath and the sds during removal. Additionally, it was reported that the physician believes the stent damage resulted from the resistance encountered with the introducer sheath during removal. It appears that the resistance with the introducer sheath contributed to the stent dislodgement and stent damage. The interaction between the introducer sheath and stent appears to have occurred as a result of the balloon partially inflating, thus partially expanding the stent in the process and contributing to the reported difficulty to remove. The stent damage, difficulty to remove, shaft separation, bends, and stent dislodgement appear to be related to operational context. The balloon rupture appears to be related to the crimped stent; although, a conclusive cause could not be determined. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency associated with this lot.

Event description:
It was reported that the target lesion is in the right coronary artery (rca, with mild tortuosity, heavy calcification, and is 95% stenosed. The 2.5 x 28 mm xience v stent delivery system (sds) crossed the lesion; however, during inflation of the balloon it would not hold pressure and was noted to be ruptured. During removal of the sds from the patient, resistance was felt between the sheath and the sds, and after removal of the device, the stent implant was found to be flared. The physician believes that the stent damage occurred when the sds met resistance with the sheath during removal. A new 2.5 x 28 mm xience v was used to complete the procedure. No patient effects were reported. No additional information was provided.